Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: g5 is in standby or during ventilation and the yellow alarm led lights up without any recognizable error. After restart the error occurs again.